Manufacturer narrative:
(B)(4). This report of a use error - reuse of single use supplies was confirmed; however a cause as to why the patient didn't follow proper steps could not be determined. The patient mentioned they were reusing the supplies from the morning since they had not finished therapy. Patients are instructed to not disconnect for more than thirty minutes and the patient should have started with new supplies. As such this issue has been confirmed for a use error. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm; which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check for kinks, closed clamps, collapsed ports and fibrin. The hp said all was okay. The hp revealed they were reusing the supplies from the morning since they had not finished therapy and two of the bags were still full. The tsr instructed the hp to start over with all new supplies. The tsr explained that the hp could not reuse bags or cassettes due to possible contamination and the bags may not be completely full which could cause them not to have enough solution to finish therapy. The tsr assisted the hp to end therapy. The hp would call back if they had any more trouble once they start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2012 the regarding reported problem. The pd rn stated there was a miss understanding for the reuse of the supplies. The pd rn stated that the patient "did not" reuse their supplies form earlier that day, and they know better not too. They stated that the patient is elderly and is hard of hearing so that was why the miss-communication occurred. The pd rn stated as for as the low drain volume alarm the patient called them to help them with troubleshooting and the alarm was cleared right away with the nurse. They stated the patient is doing fine and is continuing with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.